Event description:
Reportable based on analysis completed on (B)(4) 2013. It was reported that during a stenting treatment procedure, the stent delivery system was unable to cross the lesion. Vascular access was obtained via a radial artery. The 95% stenosed target lesion was located in the calcified posterior descending artery. Pre-dilation was performed with a 1.5x15mm balloon apex balloon. The 3.0x16mm promus element stent was advanced, but was unable to cross the lesion. The procedure was completed with a 2.5x16mm promus element stent. There were no patient complications reported and the patient¿s status is stable. However, device analysis revealed a shaft break and stent damage.

Manufacturer narrative:
Device is combination product. (B)(4). Device evaluated by MFR: examination of the returned product revealed the device was received bunched together. While attempting to straighten the device, it was noted that the hypotube was broken 395mm distal from the strain relief. The strain relief was severely kinked and there were several other kinks noted along the length of the hypotube and shaft. A kink noted in the balloon and stent section at 22mm proximal to the tip of the device was identified and caused some of the stent struts to be raised up. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).